Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified distal right coronary artery to atrioventricular branch. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured in a pinhole form after the first dilation at 2 atmospheres. The balloon was removed without any issues. The procedure was completed using a different device. There were no complications, and patient condition was good post procedure.

Manufacturer narrative:
Investigation results: device evaluated by manufacturer. The complaint device was received for product analysis. A visual inspection of the device did not reveal any issues with the hypotube shaft. No kinks or damages with the shaft. A detailed microscopic examination of the balloon material identified two pinholes in the balloon. Two pinholes were located in the balloon material above proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. During leakage testing, device was attached to an encore inflation unit. Two pinholes were observed in the balloon material, located above proximal markerband, during inflation to the rated burst pressure of 12 atmospheres. The encore device was verified both before and after use using the druck gauge. No other issues were identified during the product analysis. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified distal right coronary artery to atrioventricular branch. A 10 mm x 2.50 mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured in a pinhole form after the first dilation at 2 atmospheres. The balloon was removed without any issues. The procedure was completed using a different device. There were no complications, and patient condition was good post procedure.